Manufacturer narrative:
Based on the information provided no conclusion can be made. As alleged the patient developed a postoperative hematoma and infection. Patient was subsequently told that the galaflex 3dr mesh was placed wrong. Review of manufacturing records confirms product was manufactured to specification. (B)(4). Hematoma and infection are the known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. Additionally the IFU states, "the scaffold is to be positioned so the contour of the mesh follows the natural contours of the implantation site and its edges extend beyond the margins of the defect." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned - remains implanted.

Event description:
As reported on (B)(6) 2021 the patient was implanted with a galaflex 3dr mesh during an uplift procedure. As reported following implant the affected breast "seems black and blue". As reported the patient developed a postoperative hematoma and infection which lasted many months. The infection healed, but then recurred in (B)(6) 2022. Patient is under the care of UK nhs and has been told the galaflex 3dr mesh was "placed wrong" and "it's holding infection" as reported the patient still has an open wound and may undergo an additional procedure to remove the implant.